Event description:
It was reported that during a bypass procedure, the opening trigger jammed after the 2nd firing. Procedure was completed with same/like device. There was no adverse consequence to the patient. No additional information is available about this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After further follow up it was concluded that the device was not locked after firing. The cut line was jagged. No patient impact. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.